Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for which looked like conducted arrhythmia but did not convert. It was reported that the therapy was exhausted. This ICD remains in service. No adverse patient effects were reported.